Event description:
During a cryoablation procedure to treat atrial fibrillation a polarxfit was selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter was displayed during cooling of the roof l line. The error occurred during re-sehating and there was no problem with orientation/deflection of the sheath. The team prepared to replace the catheter and cryo cable, but finally they decided complete the procedure using radiofrequency. It was reported that it was unknown if blood was visible in the catheter no patient complications were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. The polarx device was then connected to the smartfreez console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 20. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon wire split was found during balloon dissection. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
During a cryoablation procedure to treat atrial fibrillation a polarxfit was selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter was displayed during cooling of the roof l line. The error occurred during re-sehating and there was no problem with orientation/deflection of the sheath. The team prepared to replace the catheter and cryo cable, but finally they decided complete the procedure using radiofrequency. It was reported that it was unknown if blood was visible in the catheter no patient complications were reported.